Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the dead pmc and drawer board. A field service engineer replaced the pci mezzanine card (pmc) and drawer controller board in order to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer 2 failure and off bus. The user mentioned that the malfunction happened during dispensing the medications, but it did not delay patient care. There were no adverse events or injuries reported based on this event.